Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had inappropriate sensing and shocks and reduced r-wave amplitudes. X-rays were taken and showed that the electrode was placed far superior. It was noted that this was due to the patient's body habitus and loose skin. The electrode was subsequently repositioned to a more inferior position with more appropriate signals while programmed to the primary vector. No additional adverse patient effects were reported. Currently, this electrode remains in service.